Event description:
Pt reports "pimples" that are appearing on the shaft on his penis--device no longer inflates, or holds erection like it used to.

Event description:
Pt reports "pimples" that are appearing on the shaft of his penis-device no longer inflates, or holds, erection like it used to.